Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all station was able to power up after power was restored; however, drawer 7 was reported as not detected on bus with all associated pockets failing to appear. A field service engineer (fse) replaced drawer controller board and pyxibus module controller, but the issue persisted. Despite this, pockets were still not displaying, so the drawer was reconfigured and further hardware inspection was performed. The row board cable was reseated and replaced due to suspected communication failure. For the auxiliary issue where drawer 7 was not detected and pockets were not visible on the bus, the row board cable replacement resolved the communication issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not powering on. The customer tried to reboot, but the problem was not resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.